Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal: yes') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jan-2020: pif received. Cluster ID was added. Event injury nos replace with new event medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('right upper quadrant pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included chronic cervicitis, dermoid cyst, dystrophic calcification, chronic cholecystitis, nabothian cyst, corpus luteum cyst, heavy periods, dysmenorrhea, dermoid cyst of ovary, pelvic adhesions, epigastric pain and cystoscopy. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: 4 coils were visualized from each side after placement quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2021: mr received: "previously reported event medical device removal replaced with right upper quadrant pain." Reporter, medical history, essure removal date and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('right upper quadrant pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included chronic cervicitis, dermoid cyst, dystrophic calcification, chronic cholecystitis, nabothian cyst, corpus luteum cyst, heavy periods, dysmenorrhea, dermoid cyst of ovary, pelvic adhesions, epigastric pain and cystoscopy. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: 4 coils were visualized from each side after placement quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction done : previously reported lot no (20227410) deleted. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('right upper quadrant pain') in an adult female patient who had essure (batch no. 20227410) inserted for female sterilisation. The patient's medical history included chronic cervicitis, dermoid cyst, dystrophic calcification, chronic cholecystitis, nabothian cyst, corpus luteum cyst, heavy periods, dysmenorrhea, dermoid cyst of ovary, pelvic adhesions, epigastric pain and cystoscopy. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: 4 coils were visualized from each side after placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.